Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 8mm amplatzer septal occluder was selected for procedure. It was noted during procedure that left disc of the occluder exhibited a deformation. The deformed occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The decision was made to recapture, removed, and replace the 8mm amplatzer septal occluder with another one of the same size to complete the procedure. There were no adverse patient consequences and no clinically significant delay in procedure reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.